Manufacturer narrative:
Batch review performed on 09 january 2020. Lot 1820669: (B)(4) items manufactured and released on 30-aug-2018. Expiration date: 2023-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Two equal devices were reported in this complaint. Additional implant involved in the complaint, batch review performed on (B)(6) 2020. Mectalif posterior (ti peek) 03.27.029 posterior interbody fusion device peek/ti 11x22x8 l0° (k133192) lot. 1721093. Lot 1721093: (B)(4) items manufactured and released on 28-may-2018. Expiration date: 2023-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Primary surgery was performed on (B)(6) 2019. Plif surgery was performed at l4-s2ai. Revision surgery was performed at l5 due to the loosening of the pedicle screws and none bone fusion of the cage almost 1 year after the primary. The surgeon replaced with new pedicle screws and cage. Primary and revision surgery performed as open.